Manufacturer narrative:
The reported events were ¿twiddler syndrome¿, failure to sense, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning and applying torqued directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that patient presented to clinic for lead revision procedure. Upon presentation, both right atrial (ra) and right ventricle (rv) had failed to sense and failed to capture. Fluoroscopic evaluation demonstrated that both leads had dislodged into the superior vena cava (svc). During procedure, the leads were observed to be twisted together and the physician determined it as a twiddler syndrome. The leads were disconnected from the pacemaker and untangled. The physician was able to retract the fixation helix. However, despite multiple attempts, the helix could not be extended on either lead. Finally, the physician elected to explant both leads and implanted two new leads. The patient was recovering post procedure.